Event description:
On (B)(6) 2018, the lay user/patient¿s son contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch select simple was reading inaccurately high compared to a calibrated laboratory method. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged issue began in the afternoon on (B)(6) 2018. The reporter claimed that the patient obtained blood glucose readings of ¿22.6 mmol/l¿ with the subject meter and ¿13.4 mmol/l¿ on the laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient manages their diabetes with self-adjusted insulin (¿insulin r¿, unspecified dose) and the reporter stated that in response to the alleged issue, the patient administered 10 units of insulin. The reporter stated that almost immediately after administering insulin, the patient developed symptoms of feeling ¿weakness, hand tremor and sweatiness¿. The reporter stated that the patient contacted their endocrinologist whom advised to reduce their insulin dose; however, there was no report of medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing, that an approved sample site had been used to obtain the results; however, the reporter was unable and/or unwilling to confirm if the patient was following the correct testing procedure. The csr established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin based on the alleged elevated reading obtained on the subject device.